Event description:
It was reported to vyaire medical problem with 3100a ventilator where low and high alarms goes off at a lower than expected pressures. Furthermore, there was no patient harm reported associated with this event.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, vyaire received purchase order for a new alarm board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.